Event description:
It was reported there were impedances greater than 10,000 ohms on 0-3. It was also noted the patient had abdominal muscle grabbing at intermittent times. The patient was reprogrammed and they had no muscle spasms while in the clinic. The patient¿s status was noted as alive with no injury.

Event description:
Follow up information reported that the cause of the issue was not known and no interventions were planned. It was noted that the patient was receiving therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3888-33, lot# v855431, implanted: 2012-(B)(6), product type lead, product ID 3487a-45, lot# v765576, implanted: 2012-(B)(6), product type lead, product ID 3487a-45, lot# v765576, implanted: 2012-(B)(6), product type lead, product ID 3888-56, lot# v760955, implanted: 2012-(B)(6), product type lead, product ID 3708260, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 3708260, serial# (B)(4), implanted: 2012-(B)(6), product type extension, product ID 37744, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger. (B)(4).